Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package was compromised. A 3.00x12mm veriflex stent delivery system was being removed from the box when it was noticed that the sterile pouch had been opened. The device was not used. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package was compromised. A 3.00x12mm veriflex stent delivery system was being removed from the box when it was noticed that the sterile pouch had been opened. The device was not used. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the box packaging was received with the device inside its original inner pouch. An examination of the inner pouch found that the vendor seal had been opened by approximately 130cm. The seal was not opened enough to remove the actual device from the pouch. An examination of the opened section of seal could clearly identify where the pouch had been sealed correctly initially. The pouch appeared to have been deliberately peeled open. No other issues were noted with the device/packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).